Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned .

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (200s mg/dl) and insulin injections were used to address the bg level. The customer would change the supplies on the pump. The customer thought that the pump was not delivering the insulin properly as the amount of boluses had to be increased to bring down the bg level to a normal range. The customer would administer insulin via injection and the bg level would rapidly come down as opposed to when a bolus was delivered via the pump. Tandem technical support reviewed the pump's t:connect logs. No alerts/alarms or malfunctions were found that would indicate that the pump was not operating as intended.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.